Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected. There was no adverse impact to the customer¿s blood glucose level. The customer had not used room temperature insulin initially. Customer continued to use the existing cartridge.